Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired across the appendix and the device locked down on tissue and would not open. They used a grasper and pried the jaws open in order to manually open it. No tissue was reported damaged; the cartridge is in the jaws. They completed the procedure with a new like device. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.